Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the set screw fell out of the header. A different device and lead were implanted and there were no patient complications as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. Additional information: describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was no issue with the lead and another lead was used due to clinician preference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.